Event description:
See attached user facility report. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation show that the screws length could not be verified because the tip of the screw is broken. The material, major diameter and head diameter of the screw is confirmed to be within specification. This complaint is indeterminate from a manufacturing stand point.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Screw was received sheared in half. The distal tip was not returned for evaluation. The screw shaft is also bent slightly and the remaining distal threads are malformed. The design is adequate for its intended use and did not contribute to this complaint condition. The design and clinical risk analysis adequately address this complaint condition. The screw breakage may have been caused by early excessive strain on the screw by the patient.

Event description:
Patient slipped on ice (B)(6) 2013 and underwent surgery on the same day. X-rays taken on (B)(6) 2013 identified broken hardware. Hardware was explant on (B)(6) 2013. This is report 1 of 1 for (B)(4).